Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pacing impedances on the right atrial (ra) lead. The impedances were greater than 2000 ohms. The pacemaker and ra lead were explanted and replaced. The lead was not tested on the pacing system analyzer during the procedure and no x-ray was taken. No additional adverse patient effects were reported.